Event description:
The customer reported his lead was capped due to high impedance (>3000 ohms) and no p wave threshold. The lead was actively implanted for approximately 2 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.